Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's hip was revised. A multihole shell, 2 screws, poly insert, lfit head, and accolade ii stem were implanted. Update: "pt had a hemi arthroplasty with recurring dislocation. " update: "stem was revised because it was loose and undersized. "